Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had no scale markings. The following information was provided by the initial reporter: consumer reported scale print missing from one syringe.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that the scale print was missing from one syringe. The samples was examined, and it was observed that scale markings between the (B)(4) units were printed incorrectly or missing entirely. A review of the device history record was completed for batch# 1270850. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had no scale markings. The following information was provided by the initial reporter: "consumer reported scale print missing from one syringe."